Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, one day post implant, the patient had small bilateral pleural effusions per an x-ray. The leads remain in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.